Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitro and trend related events.

Event description:
It was reported that the bladder catheters were difficult to inflate with aqua glycerin mixture. Afterwards an ultrasound of the bladder was performed and it was seen that the balloon had been perforated; it was removed and a new device was inserted in the neonates. There was no patient injury.

Manufacturer narrative:
(B)(4). One actual sample was returned for investigation. Based on complaint description, it was reported the balloon could not inflate and also balloon had leak. Visual examination was conducted on the returned sample and observed that there were no abnormalities or design irregularities observed on the catheter. Investigation was conducted on the actual returned sample by inflating and deflating using plain water and observed that the balloon can be inflate and deflate without any issues. Difficult to inflate/deflate balloon could be due to various reasons such as leak balloon, faulty valve, incompatible syringe or blocked lumen or funnel. However, there was no issue with the valve and its functionality as the balloon was able to inflate and deflate with no restriction felt. While leak balloon may happen due to various reasons such as contact with sharp object during use i.e contact with clamper, kidney dish/tray, overinflating or contact with contradict other remarks: lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative compounds. Balloon could also leak because balloon may have come in contact with bladder or kidney stone history. In our current standard operating procedure, upon completion of assembly process, the finished catheters were subjected to the 100% balloon inspection and leak test. Based on the investigation conducted, the returned sample was able to inflated and deflated without any issue and there was no resistance felt and the valve in the catheter is able to function as per intended. Therefore this complaint could not be confirmed. (B)(4).

Event description:
It was reported that the bladder catheters were difficult to inflate with aqua glycerin mixture. Afterwards an ultrasound of the bladder was performed and it was seen that the balloon had been perforated; it was removed and a new device was inserted in the neonates. There was no patient injury.